Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was repositioned during procedure due to perforation in the heart wall. The lead exhibited high pacing thresholds, loss of capture (loc) with no asystole. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.